Event description:
(B)(6) states his wife uses a t4 chair and the fork is hard to turn, looking for the bearings. (B)(6) states he has a provider who services his chair and was in the web parts page looking at the parts needed, missing a cap on the fork. (B)(6) states no property damage or injury alleged the chair is still working. (B)(6) states he has only replaced a rear wheel and seat upholstery twice in the 12 years he has had the chair. No further information provided.